Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated threshold measurement. Previous x-ray showed that the lead had slightly pulled back. Boston scientific technical services (ts) suggested performing another x-ray to see if the lead had pulled back further. The lead remains in service. No adverse patient effects were reported.